Manufacturer narrative:
(B)(4).

Event description:
It was reported the svc repl,mdu, hand cntrl, pwrmx overheated. This occurred during the procedure. A backup device was available and used to complete the procedure. No delays or patient injuries were reported

Manufacturer narrative:
The reported device was not made available to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the service device history records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional tests with extreme overheating. Mdu power cord grew hot during testing. After troubleshooting, the cause of overheating was observed to be shorted wiring due to a faulty 3rd party repair. It was determined that non-conforming material has been used in an attempt to replace the power cord. The faulty repair caused the wiring from power cord to motor to short out and overheat. The complaint was confirmed, and based on physical evidence, this investigation has concluded that this unit has had a faulty 3rd party repair which resulted in the wiring shorting out and overheating. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.